Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to a flattened express bolus and act button dome switch. No button error alarm was noted during testing. The excessive no delivery alarm could not be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 200 mg/dl. No significant events leading to the alarm and keypad issues were observed. The insulin pump also alarmed no delivery. Advised replacement of the insulin pump. Nothing further reported.